Event description:
It was reported that, this rv lead exhibited noisy signals oversensing. Lead troubleshooting was performed in the hospital and all the parameters were as expected and stable. The noise could not be reproduced with maneuvers and postural changes. The impedance was measured during the maneuvers, and it was always in range. The field representative indicated that according to the signal, it could be an incipient fracture and inquiry technical services (ts) review. The ts discussed all troubleshooting options. At this time, this rv lead remains in service. No adverse patient effects were reported.